Event description:
Related manufacturer reference number: 2017865-2024-01977. It was reported the patient had deceased due to an unknown cause. Upon review, the implantable cardioverter defibrillator (ICD) and right ventricular lead exhibited ventricular fibrillation (vf) undersensing. The ICD and right ventricular lead were explanted. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.